Manufacturer narrative:
Product analysis: the device remains implanted in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was post dilated with a 26 millimeter (mm) balloon aortic valvuloplasty (bav) because it appeared constrained on echocardiogram. During inflation of the balloon, the valve dislodged into the ascending aorta. A second transcatheter bioprosthetic valve was implanted into the patient's native annulus. No additional adverse patient effects were reported.